Event description:
The customer reported that the ortho provue analyzer interpreted negative results as positive.

Manufacturer narrative:
The customer reported that the ortho provue analyzer interpreted negative results as positive. The customer was performing antibody screen testing at the time of the incident. False positive results during antibody screen testing do not constitute a potential risk to patient health. Erroneous results were not reported as a result of this incident. However, false positive results occurred independent of test method. If an incident of this nature were to recur, undetected, it could lead to erroneous results and possible transfusion of incompatible blood. Instrument malfunction could not be ruled out as a contributing factor.